Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas 8000 e 602 module (e602). The initial erroneous result was reported outside of the laboratory and later corrected. The sample initially resulted as 0.176 uiu/ml. The sample was repeated on a second elecsys analyzer, resulting as 2.46 uiu/ml. The sample was also repeated on a third elecsys analyzer, resulting as 2.150 uiu/ml. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 226376, with an expiration date of 30-nov-2017. The customer states that they routinely run 80000 patient samples in their laboratory and there are 1800 cases of discrepant patient results per month. No further details were provided on discrepant results from the complained analyzer. The customer laboratory receives samples from 20 different sites. Pre-analytic sample handling issues were identified at the customer laboratory, including issues with insufficient sample volume, bubbles/foam on the sample surfaces, and fibrin in samples.

Manufacturer narrative:
Quality controls run on the date of the event are within specified ranges. Based on this data, a general reagent issue can most likely be excluded. Calibration signals were within expectations. A specific root cause could not be determined based on the provided information. The most likely root cause is related to pre-analytic sample handling. Bubbles or foam may also have been present on reagent surfaces. Another potential root cause is insufficient maintenance.